Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address: (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (damaged) issue, the liquid crystal display was allegedly off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: on investigation, the alleged damaged display issue was verified. The display lens was observed to have detached from the pump. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was observed to have lines running though the screen. Investigation determined that there was a defect with the display connector wire.